Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided the guidewire distal tip broke during the procedure and the broken part remained inside the patient's m3 middle cerebral artery and the supraclinoid internal carotid artery. The distal end of the wire most likely was fractured as a result of the reported extensive device manipulation and torquing in an effort to advance the wire thorough the clot in the tortuous anatomy. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.

Manufacturer narrative:
(B)(4) - the reported event of device tip broken.

Event description:
Following intra arterial infusion of tenecteplase (tnk), the physician was torquing the guidewire through a clot in the left internal carotid artery (ica). It was noted that approximately 10cm from the distal end of the guidewire broke off inside the patient. The physician unsuccessfully tried to retrieve the broken portion of the guidewire using a snare and the broken fragment remained in the patient extended "from the occluded portion of the m3 middle branch proximally into the supraclinoid left ica". The procedure was aborted. There was no clinical consequence to the patient due to the event. Post procedure the patient had 75% stenosis of the proximal left ica.

Event description:
Following intra arterial infusion of tenecteplase (tnk), the physician was torquing the guidewire through a clot in the left internal carotid artery (ica). It was noted that approximately 10cm from the distal end of the guidewire broke off inside the patient. The physician unsuccessfully tried to retrieve the broken portion of the guidewire using a snare and the broken fragment remained in the patient extended 'from the occluded portion of the m3 middle branch proximally into the supraclinoid left ica'. The procedure was aborted. There was no clinical consequence to the patient due to the event. Post procedure the patient had 75% stenosis of the proximal left ica.